Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap extension line pd transfer set that had connection issues. It was stated that the transfer set didn't securely connect to the minicap. The minicap easily came off. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The issue was solely with the transfer set. There were no allegations against the minicap. Should additional relevant information become available, a supplemental report will be submitted.